Event description:
It was initially reported as of (B)(6) 2011 that the patient experienced a loss of therapeutic effect while the stimulation was turned off. There was no stimulation sensation. In later reporting from the health care professional on (B)(6) 2011, it was noted that the cause of the event was unknown. Patient diagnosis associated with the event was pain and urinary leakage. Signs and symptoms associated with the event were pain (new) and urinary issues. Treatment involved treatment for uti, macrobid for seven days on (B)(6) 2010. The hcp had not seen the patient or heard of issues since (B)(6) 2010. There had been no reports to their office for the issues noted from (B)(6) 2011. The patient saw another hcp on (B)(6) 2011.

Manufacturer narrative:
Lead model 3889-28 lot # v293832, implanted: (B)(4) 2009; programmer 3037 lot # unknown.